Event description:
A malfunction was reported with a pump displaying a malfunction message and unable to operate. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided guidance on resetting the pump. However, the issue persisted, and the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.